Event description:
It was reported that the right ventricular (rv) lead experienced oversensing in the marker channel of the ventricular tachycardia (vt) monitor episode. The rv sensing was reprogrammed from unipolar to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead. (B)(4).